Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) defibrillation impedance was out of range high. The lead remains in use. No patient complications have been reported as a result of this event.